Event description:
It was reported that the device was used during a revision of colostomy and ventral hernias procedure. The device was reloaded and did not staple, reloaded device with a second cartridge, with the same results. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/01/2008. Evaluation summary: the device was received for analysis with no visual non-conformances and with two reloads present. Both reloads were received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading reload b it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.